Event description:
When trying to attach a spiros onto the IV line primed with hazardous drug ( solution set with duo-vent spike 2r8875, r23c09123, expiration date: 10/3/2025), the spiros would not connect. Hazardous drug did not reach the patient.